Event description:
(B)(4). My side effects actually started in 2003, but it wouldn't go back that far. I had weight gain, severe pain in my lower abdomen, pain during intercourse, a lot of green discharge and had to change my underwear 2 times a day, loss of memory, could not sleep and extremely tired, I was diagnosed with severe depression, anxiety, and manic bipolar (took all kinds of medicine and nothing helped), my family walked on egg shells because they never knew what would cause me to start yelling at them, I had 10 golf ball size cysts removed, my heart would pound so hard my chest always hurt, and I would feel like a flutter in my stomach...almost like I was pregnant again.